Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: a time and date reset was unable to be verified in the black box history. There was a manual date change observed in the black box history from (B)(6) 2014 17:12 to (B)(6) 2014 17:12. The pump was found to be delivering accurately with a delivery accuracy test and was found to be operating within specification. The total daily doses added up correctly. There was typical usage observed in the alarm history. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the original complaint, the display had a discolored contrast. Also unrelated, the battery compartment was cracked. The returned battery cap was able to fully attach to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 419 mg/dl with polyuria and polydypsia associated with the time and date resetting on the insulin pump. Reportedly, the patient discontinued pump therapy, but did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the pump would not retain the programmed time and date settings upon removal of the battery and would reset to default settings. In order to proceed, the user must manually confirm, or reset, the time and date. It is likely that the user had inadvertently entered an incorrect time/date or confirmed the default settings. This complaint is being reported based on the allegation that the patient had experienced hyperglycemia while on insulin pump therapy. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.